Event description:
Per the clinic, the patient experienced a post-operatively infection. Treatment with antibiotics (type & date not reported) was unsuccessful. The device was explanted on (B)(6) 2012. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2012.